Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the machine would go off and on and the handpieces failed. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/15/2013. The device seemed to get bogged down, got sluggish and stopped. The toggle switch was in the appropriate position.